Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to the damage in the tubing connector on the right cylinder. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well.

Manufacturer narrative:
The ams 700 cylinders were visually inspected and functionally tested. There was a leak identified in the first cylinders (cylinder 1) input tube at the window quick connector (wqc) that was due to fatigue. This cylinder was therefore not functionally tested due to this leak. This cylinder also had broken fabric threads at a fold. Both cylinders had a buckling fold. The product analysis confirmed the reported allegation of damaged tubing as cylinder 1 had a leak in the input tube at the wqc which was due to fatigue.based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required. The ms pump was visually inspected and no leaks were found. The ipp reservoir was visually inspected and functionally tested. The reservoir performed within specifications. The product analysis was unable to confirm the reported allegation of damage in the tubing connector. System components pump model- 72404310; lot sn- (B)(6); mfg date- 05/11/2017; exp date- 05/11/2022; gtin- (B)(4); reservoir model- 72404161; lot sn- (B)(6); mfg date- 04/25/2017; exp date- 04/25/2022; gtin- (B)(4).

Manufacturer narrative:
System components: pump: model- 72404310, lot sn- (B)(4), mfg date- 05/11/2017, exp date- 05/11/2022, gtin- (B)(4). Reservoir: model- 72404161, lot sn- (B)(4), mfg date- 04/25/2017, exp date- 04/25/2022, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to the damage in the tubing connector on the right cylinder. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well.